Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site over the course of several days. On (B)(4) 2016 - installed detector panel unique software, also installed/uninstalled detector interface enclosure. The firmware was missing on the interface enclosure. On (B)(4) 2016 - talked with the customer and trouble-shot stand alone issue, and gathered information for technician. On (B)(4) 2016 - trouble-shot with manufacturing and hot-line support. Ordered new mobile view station (mvs) computer for further service. On (B)(4) 2016 - installed new mvs computer, and the problem was not resolved, stand alone issue still present. Returned imaging system back to its original configuration. Updated technical support. Re-checked all trouble shooting checks and bypass tests; no results. On (B)(4) 2016 - replaced flat panel detector, tested system, still in stand alone mode. Ordered detector interface enclosure. On (B)(4) 2016 - repaired broken cat 6 cable and replaced detector interface enclosure, for the constant stand-alone issue. On (B)(4) 2016 - it was discovered that the flat panel detector was in the reverse direction, which was corrected. Tested image quality to a navigation system with saw-bone phantom. Tested accuracy with instruments. Issue resolved; system is operational for customer. The above troubleshooting determined the root cause of the reported issue to be that the flat panel detector was installed in the opposite orientation as normal. This part was installed in the correct orientation in the system, tested through a full imaging system check-out, and the issue was resolved. The mvs computer and the detector panel have been returned for evaluation, although analysis is not yet complete. No further issues have been reported.

Event description:
A medtronic representative reported that when a user at the site booted up the imaging system, a red 'x' was shown for the x-ray generator status and the system was in standalone mode. This was discovered outside any patient involvement. No additional details were provided.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the cage for the computer was broken leading to the drives being disconnected from the back plane. Resulting in an error at startup. The suspect detector panel was returned to the manufacturer for evaluation. The detector panel was found to be unable to communicate with the navigation system confirming an electrical failure mode.

Manufacturer narrative:
Investigation of returned suspect detector panel was unable to replicate the reported event. Passed bench testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.